Event description:
It was reported the event occurred in the operating room. When the glass syringe was being used to ensure proper placement of the epidural needle, the metal tip came off the barrel of the syringe. As a result, a new kit was opened and used successfully. There is no reported delay in treatment. There is no reported pt complications or injury.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.